Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'unspecified system error' which was reproduced during evaluation. A review of the event history log identified 'system error 322'. The cause was determined to be a damaged lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified system error before patient infusion and then again while during routine testing. There was no patient involvement. No additional information is available.